Event description:
It was reported that resistance was encountered during deployment of a vascular stent in the sfa after 10cm of the stent had been released, although the stent was able to be fully deployed. The delivery system became stick on the guide wire during removal and then was difficult to retract into the sheath. The delivery system and guide wire were removed together as a single unit; however, a flo-limiting vessel dissection was identified and an add'l stent was implanted at the site as treatment.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed, the device has been returned for eval. The investigation is currently underway.